Event description:
A malfunction with code malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump and was advised to continue using it. Technical support instructed the customer to call back if the malfunction code recurred, and the customer understood this guidance.